Event description:
It was reported by service report that the IV pole could fall in an unintended direction and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4) 2012: after further investigation it was found that the IV pole could fall in an unintended direction and there were sharp edges. There was also rust on the stretcher which is not likely to result in serious injury or death as the rust did not affect any functions of the stretcher.